Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an ellipsys catheter was used to treat the left arm. Approximately 6 months post procedure patient suffered stenosis of left upper arm cephalic vein. At 12-months, the doppler ultrasound shows low cephalic vein blood flows with poor clearance. That same day, a fistulogram was done and showed a 90% stenosis of the upper arm cephalic vein, which was treated with angioplasty. Post-intervention stenosis is considered resolved. Subject was referred for low access flows by nephrologist. Subject had a fistulagram, showing stenosis of arterial anastomosis and cephalic vein. Stenosis was addressed by angioplasty on reported as secondary procedure number #2. Patient recovered.